Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly, however corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were unresponsive. It was also found the alarm persisted after a battery change. Customer also stated they did not press their buttons for three minutes or longer. Customer's blood glucose was 11 mmol/l. The customer's insulin pump will be replaced. No additional information provided.